Event description:
It was reported that the patient with this right ventricular (rv) lead was in the emergency department due to heart rate at thirties. Moreover, it was confirmed through x-ray that this rv lead was dislodged. Furthermore, lead revision was performed in which the lead was partially explanted, and the other portion remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.